Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : device is not available

Event description:
Plunger of insulin syringes breaks while injecting, earlier also customer has raised this issue last year in the month of august. Patient is asking for immediate support. As patient has experienced same issue again, so this time patient is asking for immediate support on his issue.